Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the connecting tube, air water tube, and in the distal cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the additional failure "air/water-tube has foreign objects" is cause traced to failure to follow instructions. The most probable cause of the other reported failures is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.